Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing sound quality issues and discomfort. Programming adjustments were attempted, however, discontinued due to discomfort. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed at the case flange prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across and between several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.